Manufacturer narrative:
The explanted ipg was not returned to bsn as it was kept by medical facility. A review of the manufacturing documentation for the ipg revealed that no anomalies or deviations potentially relate to the event occurred during manufacturing. A review of the sterilization documentation for the device was found to be satisfactory.

Event description:
A report was received that the patient had an infection at the ipg pocket site. Symptoms of redness at sight and fever were noted. The physician believed that the infection was not device or procedure related and the caused was unknown. The patient underwent an explant procedure and was placed on antibiotics.